Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 21-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("b streptococcus pelvic infection") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced procedural pain ("very painful placement procedure without anaesthesia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("intense back pain"), gait disturbance ("difficulty to walk"), premature menopause ("early menopause") and depression ("depression"). At the time of the report, the pelvic inflammatory disease, procedural pain, back pain, gait disturbance, premature menopause and depression outcome was unknown. The reporter provided no causality assessment for back pain, depression, gait disturbance, pelvic inflammatory disease, premature menopause and procedural pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: pelvic inflammatory disease. The analysis in the global safety database revealed 106 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("b streptococcus pelvic infection") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced procedural pain ("very painful placement procedure without anaesthesia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("intense back pain"), gait disturbance ("difficulty to walk"), premature menopause ("early menopause") and depression ("depression"). At the time of the report, the pelvic inflammatory disease, procedural pain, back pain, gait disturbance, premature menopause and depression outcome was unknown. The reporter provided no causality assessment for back pain, depression, gait disturbance, pelvic inflammatory disease, premature menopause and procedural pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic inflammatory disease. The analysis in the global safety database revealed 118 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.